Event description:
Healthcare professional reported "have a patient with allergan natrelle style 110 implants and a late seroma with grade IV capsule". Record is for the left side. Device status unknown.

Manufacturer narrative:
The events of capsular contracture, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: late seroma with grade IV capsule.